Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the device broke during the procedure. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).